Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') and crohn's disease ('crohn's disease') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), crohn's disease (seriousness criterion medically significant), pelvic pain ("pelvic pain"), urinary tract infection ("uti"), fatigue ("fatigue"), headache ("headaches"), nausea ("nausea"), gastrointestinal disorder ("gi conditions") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, crohn's disease, urinary tract infection, fatigue, headache, nausea and gastrointestinal disorder outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, crohn's disease, fallopian tube perforation, fatigue, gastrointestinal disorder, headache, nausea, pelvic pain and urinary tract infection to be related to essure. The reporter commented: received treatment for perforation: fallopian tubes, cohn's disease, pelvic pain, uti, fatigue, headaches, nausea, gi conditions, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs received. Case becomes an incident. Injury event was removed. New events added: perforation: fallopian tubes, crohn's disease, pelvic pain, uti, fatigue, headaches, nausea, gi conditions, abdominal pain. Reporter was added. Removal date was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes/ fallopian tube and was poking another organ'), embedded device ('myometrium is an embedded 1.2cm length x 0.2cm coiled silver metal material consistent with essure coil in right cornu.') And crohn's disease ('crohn's disease') in a 40-year-old female patient who had essure (batch no. A68342) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena from 2007 to 2012. Concurrent conditions included nausea, diarrhea, diverticulitis and epigastric pain. Concomitant products included bupropion hydrochloride (bupropion hcl), desipramine, dicycloverine hydrochloride (dicyclomine hydrochloride), estradiol, ibuprofen, ondansetron (zofran), oxycodone, oxycodone hydrochloride;paracetamol (percocet) and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2016, the patient experienced urinary tract infection ("uti"), cystitis ("infection (bladder)") and vaginal infection ("infection (vaginal)"), 3 years 3 months after insertion of essure. On (B)(6) 2017, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), crohn's disease (seriousness criterion medically significant), pelvic pain ("pelvic pain"), fatigue ("fatigue"), headache ("headaches"), nausea ("nausea") and gastrointestinal disorder ("gi conditions"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, embedded device, crohn's disease, urinary tract infection, fatigue, headache, nausea, gastrointestinal disorder, vaginal haemorrhage, menorrhagia, cystitis and vaginal infection outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, crohn's disease, cystitis, embedded device, fallopian tube perforation, fatigue, gastrointestinal disorder, headache, menorrhagia, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: received treatment for perforation: fallopian tubes, cohn's disease, pelvic pain, uti, fatigue, headaches, nausea, gi conditions, abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2014: extensive diffuse colonic diverticulosis with 2 sites of diverticulitis with mild inflammatory change, descending colon, mid sigmoid colon. 2.6 right ovarian cyst. Trace free pelvic fluid; on (B)(6) 2014: impression: acute uncomplicated diverticulitis descending colon.; on (B)(6) 2014: impression: involuting left ovarian cyst, otherwise unremarkable.; on (B)(6) 2016: moderate stool throughout colon. Diverticula sigmoid colon. Mild pericolonic inflammatory changes proximal sigmoid colon. Essure devices noted. Hypodense areas right ovary compatible with ovarian cysts. Hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Pathology test - on (B)(6) 2017: fallopian tubes with essure coils and left ovarian cyst: benign fallopian tubes with paratubal adhesions and paratubal cysts. Portion of ovary with follicular cyst. Essure coils, gross diagnosis. Concerning the injuries reported in this case, the following ones in patient¿s medical record; confirming-pelvic pain, abdominal pain, crohn¿s disease, nausea, headache, fatigue, embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-nov-2019: pfs and mr received. Reporter information updated. New events: abnormal bleeding (vaginal), infection (bladder), infection (urinary tract), infection (vaginal),myometrium is an embedded 1.2cm length x 0.2cm coiled silver metal material consistent with essure coil in right cornu were added. Medical history, concomitant drug and lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.